Manufacturer narrative:
An event regarding revision involving an exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: visual inspection of the device indicated that the device was returned in used condition. Scratches were observed on the device. This damage is consistent with time spent implanted in the body in contact with cement, followed by attempted explantation. No further surface discrepancies were observed. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis: not performed as this event does not relate to material integrity. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision case.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision case.